Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: during a surgery with exchange of magnetic rods and veptr ii rib hooks, the surgeon attempted to place the rib hook in the patient and connect it with the rib hook cap. It was reported that the rib hook bent itself, the surgeon replaced it and the hook broke into two pieces when cleaned after surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.